Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The eval is in progress. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that during a fistulagram procedure the marker tip of the sheath detached inside the pt. The user reported that the pt did not have excessive scaring and there was no resistance felt while inserting the sheath. The physician's assistant performing the indwelling sheath for a larger sheath. A fogarty balloon was inserted into the sheath and manipulated through the opening of the detached sheath tip. The balloon was inflated to secure the detached tip which was then removed through the larger sheath. No add'l harm or injury was reported.